Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 between 7:30 pm to 8 pm the receiver failed to give the patient a low alert during hypoglycemia. The patient experienced diabetic seizure. The patient was taken to the hospital and treated there with IV glucose. The patient was discharged on the (B)(6) 2024. At the time of the report the patient was stable. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint "alert/notification settings issue" was undetermined because this receiver passed alarm/ alert hardware testing. The patient¿s allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.